Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 12 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the aortic neck has disease progression with aortic neck dilatation, the aortic neck changes from 22 mm in diameter at the renal arteries and 20 mm distally the diameter is 30 mm in diameter. It was reported that a recent CT demonstrated that the stent graft has migrated 20mm, and there are no endoleak present. The physician elected to implant two aneurx aortic cuffs and on talent aortic cuff and the migration was resolved. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: migration, disease progression with aortic neck dilatation. Conclusions: disease progression with aortic neck dilatation.